Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. Corrective action was initiated to address the reported issue. Product location unknown.

Event description:
It was reported that patient underwent an oral bone grafting procedure. Subsequently, approximately one month post-implantation the patient developed an infection which required the implant to be removed. Subsequently, the infection healed once the product was removed.